Manufacturer narrative:
Product event summary: the distal portion of the lead was returned, analyzed and the proximal conductor of the lead developed a fracture due to flexing while in vivo. This device was included in that field action, and returned product testing found the device did perform as described in the field action.

Event description:
It was reported that approximately six months after implant, the implantable cardioverter defibrillator (ICD) and all leads were explanted due to an infection. The chronic right ventricular lead was capped six months prior to the explant prophylactically; however at the time of explant, the physician suspected a lead fracture. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4) implantable cardioverter defibrillator (ICD)  2012 (B)(6); (B)(4) implantable tachy lead 2012 (B)(6). (B)(4).

Event description:
It was also noted that the lead had an impedance issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.